Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning on both the right atrial (ra) lead and the right ventricular (rv) leads. The ra and the rv leads remain in use. No patient complications have been reported as a result of this event.